Manufacturer narrative:
Batch review performed on 25 june 2019: lot 181651: items manufactured and released on 18 july 2018. Expiration date: 2023-07-03. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: immediate postoperative revision due to femoral perforation in a young obese ((B)(6) kg) patient. The event is probably due to preparation issues: patient size may have reduced visibility of the anatomical structures. There is no reason to suspect a faulty device.

Event description:
Immediate post-op surgery x-rays (the same day as primary surgery) revealed that the stem perforated the femur and placed with a false root. Revision surgery performed the same day through amis approach performed successfully repositioning and replacing the stem.